Manufacturer narrative:
(B)(4). The microcatheter and its separated tip were returned for evaluation. Microscopic observation of the tip segment of the returned microcatheter was performed. Circumferential cracks were found at the tip breakage end, indicating that tensile stress had contributed to tip breakage. At the tip breakage end, tip polymer and inner polymer jacket were found stretched and underlying braids were exposed. The tip fragment was approximately 3mm long. Characteristics of ductile fracture, circumferential cracks and stretching of tip polymer, were found on the tip fragment. The tip fragment was twisted at approximately 1mm proximal to the distal end. Circumferential cracks were also observed on the surface of the tip fragment at approximately 1-2mm proximal to the distal end. Based on the observation, it was concluded that the tip was torn off at approximately 2mm proximal to the tip end which was the junction of the polymer-only segment and polymer-and-braids segment. Lot history review revealed no anomaly relating to the reported event and no other similar product experience report was received. Based on the obtained information and investigation outcome, it was concluded that tensile stress exceeding the product design limit was inadvertently applied while the distal tip was being crushed and trapped by calcification of the lesion. The tip was assumed to be stretched and eventually torn off due to the applied tensile stress. There was no indication of product deficiency. Although there were no adverse patient effects, tip damage was too severe to completely rule out a possibility that some tip fragment(s) might be left in the anatomy. Instructions for use (IFU) states that: [warnings]: if any resistance or something abnormal is felt when operating this microcatheter, do not continue the manipulation while the causes are unclear. If it is suspected that this microcatheter is not operating correctly, avoid excessive manipulations, and carefully remove the entire catheter system while paying full attention to avoid complications. (Continuing the manipulation while the cause of the problem is not identified may cause damage to this microcatheter and damage the blood vessel.); and, [malfunctions]: separation.

Event description:
It was reported that the tip of an asahi microcatheter detached during a pci to treat a moderately calcified cto in the lad #7. The microcatheter was advanced with difficulty and crossed the cto. Tip injection confirmed that it was located in the true lumen. Then the microcatheter was removed from the vessel when the tip remained in the cto. The remaining tip was successfully retrieved from the lesion. The pci was resumed and successfully completed with reestablished blood flow. The patient was without any adverse effects related to the tip separation.

Manufacturer narrative:
Asahi intecc has determined that the date recorded in "date of this report" was erroneously reported as the date the report was submitted rather than the date the initial reporter provided the information about the event to the company. Corrective action has been taken to clarify which date should be provided in the report. This supplemental report is intended only to correct the date provided to reflect the date the initial reporter provided the information about the event to the company.